Event description:
The surgeon attempted to implant an cc4204bf collamer lens. The lens stuck in the cartridge prior to insertion into the eye. No patient contact. The facility stated it was due to the cartridge.